Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb had leakage. Verbatim: complaint via email. Email(s) attached I had an issue with the dosing syringe. When I was drawing up the medication some liquid came out from the needle hub. I restarted with a new vial and syringes.".

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.